Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of unauthorized return. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service centre. And observed the flex circuit and led frame flex cable with electrical damage. The customer complaint was reproduced. There was no error has been identified. The device was scrapped.